Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficulty to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Should we receive the complaint device, a supplemental medwatch with the results of our analysis will be filed.

Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests during an attempt novasure endometrial ablation. The procedure was abandoned and a uterine perforation was visualized on post hysteroscopy. During follow-up in 2009, it was reported that the perforation was not treated and the pt was discharged. The pt was reported to be "fine". A second novasure procedure was attempted three weeks prior to follow-up. The physician felt it was too soon to perform the procedure again but the pt requested it as her insurance was about to expire. After two cia failures, a hysteroscopy revealed the perforation had not "healed completely". The pt was discharged and reported to be "fine". A hysteroscopy, dilatation and curettage (d&c), and sounding with a suresound were done just prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been used.